Event description:
It was reported that t1 and t2 was deployed at the same time. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The suture is partially free from the fixed straw and appears to have been cut. T1 is missing from the suture construct. T2 remains in its customary pre-deployment position on the insertion needle. T2 was fully advanced to the pre-deployment position on the needle tip and was tested for deployment using a rubber meniscus model, t2 deployed as intended. The device was not returned in the reported condition of simultaneous deployment. The condition of the device indicates the suture was inadvertently cut.